Manufacturer narrative:
The issue associated with the complaint has been tracked internally, and is currently under investigation.

Manufacturer narrative:
The product was returned and is pending the completion of the investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle did not deploy when the pod was bring activated; the pink slide also did not move forward, which indicates a needle mechanism failure. The pod was worn for less than one hour and there were no blood glucose levels reported.